Manufacturer narrative:
For the 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. There was no follow up action for the 1 event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable non-reproducible results were generated by the elecsys ft3 iii assay on a cobas 6000 e 601 module. The events involved a total of 2 patients. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested but not provided. The patients' ethnicities were requested but not provided.